Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 9, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D4 (additional device information - added expiration date). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies observed. The sample was electrically tested, and electrical resistances were found to be stable and within product specifications. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The product was not changed out.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the harvester won't start. The operator switched to surgical intervention to complete the procedure. As per the subsidiary, after the harvester was properly connected and installed, they switched to bipolar maro mode. The motor is a single pedal type and operation is correct, but cannot start the harvester electrocoagulation cutting work, replaced and connected other electroknife equipment, and the harvester still cannot start to complete the electrocoagulation cutting. They used an olympus generator. No consequence or impact to patient. Product was changed out. Procedure completed successfully with a 10 minute delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code #1: 3039 - cautery tip. Component code #2: 777 - cutter/blade. Health effect - impact code: 4624 - surgical intervention. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code #1: 2587 - failure to cut. Medical device problem code #2: 2925 - electrical power problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.